Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient stated that she was admitted to the hospital after receiving a covid vaccination. Her blood sugar levels went very low and she lost consciousness. Because she was unconscious, she does not know if the device alarmed. The cgm was reading 2.2 mmol/l at the hospital. No bg value was provided. Although she reported hypoglycemia, she stated that she was treated with insulin. She was unable to clarify the event details and it is unknown if the hospitalization was caused by the vaccine, if the hypoglycemia and loss of consciousness occurred before or after the hospitalization, and whether the hypoglycemia and loss of consciousness were caused by a dose of insulin. She stated that she stayed in the hospital for one day and fully recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.